Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted on: 2011-(B)(6), explanted on: unk.

Event description:
It was reported that the patient experienced hallucinations. The health care provider (hcp) lowered the patient's dose. Drug delivered via the device was lioresal 500mcg/ml at a daily dose of 176mcg. A follow-up report will be sent if additional information becomes available.